Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd hypodermic needle precisionglide¿ was damaged, but still operable. The following information was provided by the initial reporter: "[stuck the syringe into the reservoir tip and it chipped off.]"